Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from a pca tubing during an unspecified infusion. There was no patient harm. Although requested, additional information has not been provided; there is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a pca tubing leak was confirmed. The set was visually inspected and a cut in the tubing was found just under the female luer. The cut was approximately 0.084 in. Long. Functional testing was performed and the set leaked from the cut; no other leaks or defects were observed. The cause of the leak was a cut/tear in the tubing. The cause of the cut is unknown.